Event description:
Customer reported that daily occlusion alarms had occurred since october 24, 2025, resulting in a malfunction alarm identified as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which were followed successfully by the customer, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further issues arose.